Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, it was reported that the device was not able to enter firing mode and surgeon heard a cracking noise. There was also an error message displayed when it was inside the abdomen was the excess force warning. Once taken out of the abdomen the error code shows yellow caution sign for the stapler reload section. Stapler was removed however, surgeon could not remove the reload from the adapter. Surgeon replaced the adapter and reload to resolve the issue. No patient injury.